Event description:
It was reported that the right atrial lead exhibited high capture thresholds. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. No intervention was performed. The patient was in stable condition.